Event description:
Spontaneous dehiscence of eptfe (gore-tex) graft implanted 3 years prior. Left ax-femoral graft implanted 3 years prior. Patients developed a sudden pain and swelling in left lower chest. Spontaneous eptfe graft dehiscence was noted in the lower chest. Had no prior intervention at this location.